Event description:
During introduction of cannulated 0.45 screw, 38 mm length there was separation of thread from screw and screw was withdrawn without incident. No remains of damaged screw left in patient as per report an x-ray confirmed this.======================manufacturer response for 4.5mm diameter by 40mm length partial threaded screw with hole in middle for guide wire, (brand not provided) (per site reporter).======================manufacturer was picking up the device on 6/18/2013.======================manufacturer response for unthreaded screw from synthes 4.5 cannulated screw set, (brand not provided) (per site reporter).======================manufacturer aware of issue and will collect the device to take to synthes for evaluation.what was the original intended procedure?patient with repeated back injury leading to chronic back pain underewent open reduction internal fixation and instrumentation and harvesting bone graft on right iliac crest.device #1is this a laboratory device or laboratory test?no.